Event description:
Respiratory therapist reports that pt was on servo ventilator set in a synchronized intermittent mandatory ventilation, pressure control mode with a pressure limit set at 19 cm. Ventilator was noted to be reaching peak pressure limit of 40 cm. Ventilator removed from the pt and a new one placed on the pt. Once ventilator was removed, it continued to cycle and it continued to reach the peak pressure of 40. Removed from service. Biomed's preliminary report: ventilator was set up at the same settings used on the pt. Ran for half an hour with no problem occurring until the engineer touched the zero potentiometer which caused the ventilator to behave erratically, inspiratory display segment fell to zero with a peak end expiratory pressure of 7 set. Expiratory went over 120 cm of h2o and the ventilator test lung overfilled to the point of almost rupturing. Ventilator was turned off, able to get back to baseline, however, every time the engineer touched the zero potentiometer the ventilator again went into the high pressure condition. Fault consistently duplicated by touching the zero adjusting potentiometer with tip of small screwdriver. Called the manufacturer's technical service, they suggested replacing the expiratory transducer, said that it was at fault and probably need to be replaced. (Engineer also noted that a suction catheter was attached to the circuit--possibility that it may have damaged the transducer.) After the transducer was replaced, the problem did not resolve itself. Showed a pressure of 4.7 cm h2o on transducer, however, delivered a pressure of 55 cm h2o. Engineer swapped transducer again--however, problem occurred again. Technical services stated the problem may be with 16070 board. Investigation continues. The patient was stable because the issue was addressed immediately with the pt.